Event description:
It was reported that replacement of inflatable penile prosthesis (ipp) device returned three months ago due to unknown reason. Further information has been requested and not yet received. Should additional information becomes available, the event will be reassessed.